Manufacturer narrative:
Submit date: 2017-10-03.

Event description:
The device was being returned back to stock with no specific malfunctions reported. Upon triage on (B)(6) 2017, the service tech found the enteral feeding pump had no sound when switching the unit on and off.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the service finding that the unit had no sound. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a formal corrective and preventative action investigation has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.